Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported smoking, failure to turn on and fuzzy screen or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached greater than 500 mg/dl. The customer reported that the omnipod personal diabetes managers (pdm) screen was fuzzy and there was smoking coming from the battery compartment. The patient was using third party alkaline batteries. The pdm was discarded by the patient. The patient stated they would reach out to their healthcare provider for a backup insulin delivery method.